Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
A patient reported while using the night aligners that the top fits great but the bottom fits everywhere but the back right molar over bridge. It's like a vice when they finally got it on, and it took over an hour to get it off. The patient stated that they are afraid it will damage the bridge. It's actually too small for the tooth. The bridge is big, and the aligner is too small for just that tooth. It doesn't go all the way on the tooth either.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.